Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported mechanical issue, fluid leak and puncture hole cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device had performance issues eight years after implant. Physician tried cycling the device but no troubleshooting resolved the issue. All components were explanted and replaced. Upon explant, it was identified that the device had a fluid loss due to a hole in the tubing to cylinder.